Event description:
An employee became aware of a potential false negative hbsag result on a patient sample while reviewing information from a customer. Positive results were obtained from a customer. Positive results were obtained on 2 out of 3 tests of the same sample. False negative hbsag results could present a risk to public health. Patient results were not reported, and there was no allegation of harm as a result of this event.